Event description:
It was reported that the tcm beeps at start up and then shuts down several times during set-up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative could not duplicate the complaint but replaced the following components as a precaution: cpu board, a/d timer board, heat sink assembly, and capacitor. The system operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.